Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a no image condition during service or maintenance activities (not in a clinical setting) involving an olympus video system center. There were no reports of patient involvement.